Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for an improperly installed cap with the incident lot was observed.

Event description:
It was reported that the cap on the bd vacutainer® k2 edta (k2e) plus blood collection tubes was not installed properly.